Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The distal setup joint (suj) was analyzed and passed all relevant testing when installed on a test fixture as well as performed as expected when installed on an in-house system. The suj did have confirmed errors in the logs pointing to a maxis error reported by the axis controller tornado (act) printed circuit assembly (pca). Therefore, the act pca and motor module brake are consistent with the reported issue. The probable root cause is due to an issue with the act pca and/or motor module brake in the distal suj.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer encountered a reoccurring error on the universal surgical manipulator 4 (usm4). The issue resulted in the usm4 being disabled for the rest of the day to continue using the system. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the outer distal and proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
The proximal setup joint (suj) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but was no able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found related to the reported event. The suj was installed the proximal suj onto a golden system where no faults occurred in normal mode and the unit functioned as expected. Fa tested the proximal suj on a patient side cart fixture test platform where it passed all relevant testing. Based on these findings, fa determined that the axes controller setup board and fiber optic cable in the suj were the potential root causes for this issue.

Event description:
Refer to h11 for follow-up information.